Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in or for change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies noted. Lead was capped.